Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed that the catheter shaft was broken 47.9cm from the proximal with 9.9cm of braid exposed. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however coating damage was evident distal to both breaks. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as the user did not adequately flush carrier tube per dfu instructions. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that prior to a treatment procedure, a catheter was broken. The target lesion was located in the liver. While removing the 10mm x 135mm renegade hi-flo fathom catheter from the hoop, the device broke near the hub. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed that the device shaft was broken.